Event description:
On (B)(6) 2010, the pt reported she programmed the basal rates in her infusion device on (B)(6) 2010 and later experienced elevated blood glucose of 350-400 mg/dl. Her normal blood glucose level is 150 mg/dl. She had not properly saved the basal rates after they were programmed. She was assisted with properly programming and saving the basal rates. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.